Manufacturer narrative:
Manufacturers investigation found that while the bed was being raised the IV pole was fully extended. The IV pole interfered with a room light as the bed was being raised causing a circuit in the room to cut off power. The bed is plugged into this same circuit cutting off power to the bed as well.

Event description:
It was reported that while the bed was being raised, the power to the bed shut off. No adverse consequences alleged.